Event description:
The customer biomed reported the device shuts down and restarts with a grey display. No patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.